Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat. The download history file shows amount delivered. Pump monitored for several days and no unexpected tubing fill on the daily history noted. Pump received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that their insulin pump gave a bolus that was not programmed. The customer¿s blood glucose level was 61 mg/dl at the time of the incident. The pump allegedly gave 30 un-programmed units according to the caller. The customer was given intravenous glucose in the ambulance and ended up being hospitalized. Troubleshooting was not completed. The caller tried to upload the pump but was unsuccessful. The insulin pump will be returned for analysis.